Event description:
It was reported that the fiber cap appeared to be damaged (¿piece of fiber cap removed¿), at 15,285 joules. There was no report of the device remaining inside the pt or that cap retrieval was performed. Add¿l details were requested by the MFR and have not been obtained. It was reported that the procedure was completed with a second fiber. No pt injury was reported.

Manufacturer narrative:
(B)(4).